Manufacturer narrative:
Concomitant medical products: addrl1 ipg, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that the right atrial (ra) lead exhibited varying impedance and was fractured. It was also reported by the patient that they are "relying 100 % on their lower lead". The ra lead will be explanted and replaced. No patient complications have been reported as a result of this event.